Event description:
It was reported that the mobile power unit (mpu) had a constant audible alarm with the mpu battery icon lit. The mpu was to be returned tor evaluation and repair. It was noted that the mpu was previously sent in for the same issue. Previous report of the same issue is covered under MFR# 2916596-2025-07944.

Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. 'No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.